Event description:
Boston scientific received information that this implantable pacemaker battery reached end of life (eol) unexpectedly due to high pacing thresholds. The right atrial (ra) lead high pacing threshold contributed to the early depletion of the battery. The patient also felt dizzy due to loss of atrioventricular synchrony. This device was explanted due to normal battery depletion. This pacemaker will be sent back to the laboratory for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.